Event description:
It was reported that lead fracture was observed and high, out of range pacing lead impedance and noise were suspected. Lead replacement was suggested. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.